Event description:
It was reported that the patient pulled back on two infusion sets with excessive force during deployment, resulting in broken infusion sets; the agent provided education on the correct deployment technique, and the patient acknowledged understanding. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included troubleshooting and education with review of use technique. Investigation of this case revealed improper user handling of the infusion set during deployment consistent with an infusion set deployed incorrectly or an infusion set connector not attached correctly, associated with the infusion set and cartridge components. It was concluded, based on previously established findings for similar reports, that user technique error was the likely cause.